Event description:
Patient reports pain that began about 8 mo after tha. Patient reports that the knee implant is loose and revised on (B) (6), 2010.

Manufacturer narrative:
(B) (4). Evaluation summary: no product or x-rays were returned for review. It is known that the patient is a female, however, other patient details are unknown. With the available information, the cause of the reported loosening that led to revision cannot be determined. Complaints of this nature will be continuously monitored for any adverse trends. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.